Manufacturer narrative:
D6b updated. Corrected data d4 serial number updated. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the minor bleed/patient device interaction/hemolysis was not determined due to insufficient clinical details and no product return. The cause of the device in wrong position was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B5: added additional information.

Event description:
Hematoma was located at the impella site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted in a 68 year old male patient presenting ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e and was being supported with iabp prior to insertion. The device was inserted without noted incident. However, a hematoma was noted post procedure. The device was sutured with forward tension suture method and angle matching was maintained. Femstop and manual pressure were applied. While on support the patient the device functioned as expected p-8 3.3l/min of flow. The purge solution was d5w with 25u bicarb. There was noted suspected hemolysis due to increase pfhgb. The device was observed to be positioned towards the mitral valve so was repositioned. It is unknown if the hemolysis was resolved with the repositioning efforts. The patient currently remains on support.